Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 578 mg/dl with moderate ketones. Elevated blood glucose was addressed by correction bolus via pump. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.